Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported material separation. It may be possible that during preparation, excessive force was applied while pulling the filtration element into the delivery catheter pod causing the barewire tip to detach resulting in the filter detaching from the barewire; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during flushing of the emboshield nav6 embolic protection system (eps) it was noted that the filter (core) is completely detached from the guide. A new unspecified filter was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.